Manufacturer narrative:
.

Event description:
Procedure type: lap gastric bypass. According to the reporter, the stapler hung up in the gastrojejunostomy. Surgeon had to keep pulling on the instrument in order to remove it. Up removing the device, a hole was noticed in the gastrojejunostomy and abnormal bleeding occurred. Surgeon used an endostitch to repair the defect. Or time was extended approximately 15 minutes. Leak test was conducted and everything was fine. Patient has been re-admitted, a leak test was performed and they could not attribute problems to staple line as being cause of patient discomfort. Reportedly, the patient was in her late 20's at the time of the surgery.